Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: not applicable; the intraocular lens was inserted and removed during the same procedure. Section d6b: explant date: not applicable; the intraocular lens was inserted and removed during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the standalone intraocular lens (iol) was in contact with the patient but the haptic felt unstable, and it was removed. Through follow-up, we learned that the lens was implanted, and subsequently removed and replaced with a lens of the same power in the same procedure. There were no patient injury reported. No further information was provided.

Manufacturer narrative:
Device evaluation: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 19-feb-2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection of the complaint device reveal that the lens was received coated in viscoelastic residue. The lens was cleaned and no issues were identified. The physical characteristics of the received lens was confirmed to match that of an ar40e model lens. The complaint issue "haptic damaged" could not be confirmed during product evaluation, and no issues were found. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified.